Event description:
Complainant alleged that while treating a male patient (age unknown), the device failed to analyze the heart rhythm when the user pressed the "analyze" button. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.